Manufacturer narrative:
(B)(4). The complaint mr290 chamber is expected to return to fisher & paykel healthcare in (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber was leaking. No patient consequence was reported.